Event description:
Hi/lo function of the bed drifts.

Manufacturer narrative:
Technician repaired and cleaned brake assembly to resolve. Pursuant to our response to warning letter 2008-dt-04. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.